Manufacturer narrative:
This report is submitted august 3, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains and the patient is being clinically managed by the health care provider. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on june 7, 2019.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018. There are plans to reimplant the patient with a new device, but has yet to occur as of the date of this report. This report is filed on october 05, 2018.